Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic ureteroscopy with laser procedure, the device broke, possibly with burn-back, and an error message was received to contact olympus. The device was replaced with a new similar device and the procedure was completed. There was no impact of this event on the completion of the procedure. There is no harm or adverse impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the fiber break was unable to be confirmed and the customer was correct in stating the device burned back and that no fiber break was present. The device proximal handle is in good repair with the proximal cap and there were no visual defects along the shaft of the fiber. Based on the results of the investigation, the observed burn back is the result of regular use of the fiber. Olympus will continue to monitor field performance for this device.